Event description:
It was reported during follow-up, there were multiple vf episodes suspected to be noise. Therapy was not delivered and there were no known adverse consequences to the patient. No further information is available.